Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported the device presented with error code 41171. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received on 01-sept-2022 via email and attached in the complaint object: these pumps did not fault while in use with a patient. H10: a sample has been received at the manufacturer and device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120, h6: correction: evaluation code conclusion: conclusion is not yet available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error code was found. Root cause of the reported event is unknown. Preventive maintenance was performed on the device. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.